Event description:
The user facility reported for an automated impella controller (aic) that during changing the purge cassette, the aic was stuck on the change the box screen. Multiple unsuccessful attempts were made to re-insert the cassette. Additionally, the grounding plug on the aic reportedly was broken off. This aic was replaced with another aic. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported flag issue has been completed. The product was returned, and the issue was confirmed. Device analysis: after console was received in house, it was observed that the purge flag was broken. Per the results of the investigation, the root cause of the failed purge flag was likely due to the wear and tear of the plastic component as well as additional unnecessary force when inserting the purge disc into the purge disc retainer. During prior cases. This report is being filed as part of a retrospective review of historical records.